Manufacturer narrative:
Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported when their device is powered on, there is no display, the battery and the service indicators are illuminated and there is no response from any button presses. The device appears to be locked up. There was no patient use associated with the reported issue.